Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) collapsed for one hour and received 17 external shocks to revive them. This ICD is alleged to have depleted prematurely.